Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported that the balloon burst. Manual pressure was held for less than 30 minutes. No further information is available. Procedure type: heart catheterization sheath size: 6f vessel location: right femoral artery.